Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user fell on her head, directly on the implant area. The user's hearing performance is affected and affected channels have also been noticed. Re-implanted is scheduled for (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The users hearing performance is affected after a fall and hit to the implant area. The user was reimplanted.